Event description:
Complainant alleged that during a routine shift check by a clinician the device reported "status 104" and "status 66" messages while attempting to charge defib. Complainant indicated that there was no pt involvement in the reported malfunction.